Event description:
It was reported that the insulin gauge was inaccurate and static. Customer¿s blood glucose level was 205 mg/dl. Customer continued to use the current cartridge.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.